Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support provided information on resetting the pump and assisted the caller with this process, after which the malfunction code did not recur.